Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a stripped r2 gear. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Four falsely elevated troponin I results were obtained on patient samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Two patients received cardiac catheterizations. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.